Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) displayed sensor error, resulting in brief signal loss to the ilet, after which glucose readings returned; education and troubleshooting were provided, including that the sensor was repairing itself and the issue was temporary. No adverse clinical symptoms reported. Outcomes included no impact beyond transient loss of cgm data to the ilet and resolution with return of readings. User support included customer interview, technical review, and troubleshooting guidance. Investigation of this case revealed a brief sensor communication or performance interruption consistent with a transient sensor issue, with no ilet hardware fault identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary sensor signal disruption.